Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to confirm the customer comment that the connection to the electrocardiogram (ECG) cable was "spoiled", there was no problem with plugging in an ECG patient cable during testing and a systems test was successfully run at the test station, it was noted that the signal looked normal. Also, the ECG connector on the link electronic module board was examined and no problem was found. It was noted that the display image was intermittently distorted and the flex tape was replaced to resolve. While attempting to remove the bezel assembly to replace the display flex tape, it was unable to be removed because of excess loctite on the top mounting screw and as a result both the bezel assembly and the display rear cover were damaged, so the bezel assembly and the stylus were replaced and calibrated, and the display rear cover was also replaced. Analysis further noted a bent latch tab on the power cord bay door and a scratched lower case, and both were replaced to resolve. Concomitant product: product ID 229047 software analyzer. (B)(4).

Event description:
It was reported that the connection to the electrocardiogram (ECG) cable was spoiled and that it was not possible to connect the ECG cable for checking. The programmer was returned for service. No patient complications have been reported as a result of this event.